Event description:
Per provider the unit is alarming. Per independent repair center statement the unit is alarming or red light. Additional malfunctions are 1101141 4 way valve alarming. 1161257 sieve bed low o2: pev alarming and pilot valve alarming.